Event description:
The customer reported receiving her tubing clamp. Performed a high pressure test and the insulin pump did not alarm no delivery. Explained to customer that a replacement of the insulin pump would be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.